Event description:
The customer reported via phone call that they had a high blood glucose over 600 mg/dl. Customer stated that they have not received a decent blood glucose reading since they started on pump therapy. Customer has treated by using the pump. Customer used manual injections last week. Customer's current blood glucose was 192 mg/dl. Customer stated that despite their settings being increased, their blood glucose was not coming down. Customer was advised to verify the accuracy of the programming with their health care professional. Customer reported the basal rates were programmed correctly. Pump passed the high pressure test. Customer was advised that the pump was functioning as designed. Customer was sent a sample of 8mm sure-t's.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.